Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a transmission via merlin.net the pulse generator exhibited premature battery depletion. No additional information was available, no patient symptoms were reported.

Event description:
New information states that the implantable cardiovascular defibrillator- was explanted and replaced successfully. No patient symptoms were noted.

Event description:
New information received notes that the device is now showing the normal longevity estimate. Patient will be monitored.